Event description:
Reported as, "catheter broke, defective port". Event clarified as a leak.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be taper ii. Analysis of the device noted damage from a sharp instrument to the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not the stainless steel connector and the band). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."